Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure with placement of two 2.25 x 15 mm xience v stent and a 2.25 x 18 mm xience v stent in the mid left anterior descending artery and a 2.25 x 23 mm xience v stent in the distal right coronary artery. In (B)(6) 2012, the patient was taken to the emergency room with chest pain. A myocardial infarction was diagnosed. Resuscitation attempts were made and medication was administered; however, the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence estimated. Concomitant products: stent: xience v (2.25x18, 2.25x15, 2.25x23); other: aspirin, clopidogrel. There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and death are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.